Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient did not experience hemolysis and was discharged to home in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's urine was dark and their lactated dehydrogenase (ldh) was rising. Upon initial interrogation pulsatility index (pi) events were noted but no other alarms. Log files were submitted for review and captured 127 pi events from 6:57 am to 8:48 am on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.